Manufacturer narrative:
Further information requested, but was not received.

Event description:
It was reported, that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing. No intervention was made. No patient's symptoms were reported.